Manufacturer narrative:
The complaint was verified. The connector boot was damaged at the distal end of the connector ring. There are two holes in the connector boot that looks like it comes from a scarp object that had squeezed around the boot. Under one of the holes there is also damage on the metal. There is nothing that indicates that the damage relates to a material defect or workmanship. The lead exhibited normal electrical characteristics.

Event description:
The ventricular lead was reported to have an insulation defect. The defect was directly behind the connector. Hence the lead was explanted.